Event description:
Breast implants are toxic bags of chemical and it's a shame you allow this to be implanted in thousands of women. My body wants absolutely nothing to do with these devices and it's disgusting to me how profit driven this industry is. I've had debilitating symptoms ever since being implanted only 7 months ago, and you guys are doing nothing to release this incredibly useful/ info. Lives are being destroyed and the good health of many women is being stolen. Get these toxic devices of the market. FDA safety report ID# (B)(4).